Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen intermittently does not respond when pressed. The device was returned to the biomedical department from the high risk nursery with an unsigned note that stated "not working". No tracking information was provided; therefore, specific pt information, pump programming, or event details were not available. There were no reports of any adverse pt effects and no reported delays in critical use. During testing at the user facility, the customer contact reported the device touchscreen intermittently does not respond, the buttons are not in the right place and the touchscreen beeps as if the wrong info was entered. Though requested, no additional info was provided.